Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (non-recoverable system error), not cooling. A check of the diagnostics showed chiller temperature (t4) at 31c, and no water came out of the left drain. They discussed this was indicative of a failed mixing pump. The device was under warranty, so they stated a loaner would be shipped and this device would be returned for repair.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-05544.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (non-recoverable system error), not cooling. A check of the diagnostics showed chiller temperature (t4) at 31c and no water came out of the left drain. They discussed this was indicative of a failed mixing pump. The device was under warranty, so they stated a loaner would be shipped and this device would be returned for repair.